Event description:
It was reported that during a laparoscopic appendectomy procedure the device would not release when clamped down on the tissue. There was little information given to the rep the device was in materials with a note and no information. They did state a second device was used to complete the procedure and no patient consequence has been reported at this time.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Damaged release button post, premature sled movement. Additional information was requested and the following was obtained: on what tissue type was the device used? Appendix at what location on the tissue? Asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Asku. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. If echelon, during which stroke did the event occur? What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Opening after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? Yes. Is there any other additional information you would like to share about this device or procedure? No. The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened properly during analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.